Event description:
Accunet filter device was used during insertion of self expanding acculink stent; after stent was placed, accunet distal protection device (dpd) was being withdrawn, however the umbrella portion dislodged from the dpd shaft and became lodged within the stent. Attempts to remove accunet were unsuccessful, therefore patient underwent surgical intervention for removal of both acculink and accunet.